Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received an alarm on his pump. The customer pressed esc and act to clear then stated that the number count down from 6 to 1. His blood glucose is unknown. The customer said that he has tried to clear the alarm six times but is stuck in a loop. During troubleshooting, the customer was assisted with reviewing his alarm history and it was determined that he received a force sensor alarm during the rewind/prime sequence. He was advised that the pump would need to be replaced. The insulin pump is being returned for analysis.